Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device manufacture date: the device manufacture date was unavailable. The manufacturing location was unknown. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power, and an air leak. Therefore, the reported condition that the device fails to contain air properly and leaks was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from colombia that during service and evaluation, it was determined that the air pen drive device was leaking air, had insufficient/low power, and the housing was damaged/cracked. It was further determined that the device failed pretest for check power with power test bench, check speed with tachometer, check external leak tightness, and check internal leak tightness. It was noted in the service order that the device fails to contain air properly and leaks. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.